Event description:
It was reported that externalized conductors were identified on the right ventricular (rv) lead during a fluoroscopic evaluation. The riata lead is trifurcated. A separate lead is plugged into the is-1 port and is providing normal pacing function. No intervention was performed at this time. The patient was in stable condition with no adverse events.